Event description:
On (B)(6) 2014, intuitive surgical received MFR report (B)(4) with the following complaint description: during case, da vinci 8 mm mega suturecut needle driver broken with cable protruding on the tip and both tips still attached. Device pre-checked prior to use, no indication of any problem. Working for few hours during case when surgeon notified surgical technical to remove device from site. Discovered by attending surgeon when device failed to function. X-rays ordered and take. No visible part left per x-ray. Broken instrument compared to non-broken one. All parts appeared to be present. This was use 8 of 10 for this instrument.

Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci surgical procedure, the cable on the mega suturecut needle driver instrument broke, requiring the patient to undergo an x-ray to determine if the patient had retained any piece(s) from the instrument.